Manufacturer narrative:
This report has been identified as b. Braun inc. Internal report # (B)(4). One used set was received for evaluation. The set was tested for leakage at 10 psi per specification with passing results. No leakage was observed from any ultrasite valve. The valves were accessed with a syringe and no leakage was observed. The set was then primed by gravity with colored solution. All valves were accessed a second time and still no leakage was able to be observed. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned set met requirements according to specification, and the reported failure could not be reproduced. Although a definitive conclusion could not be made regarding the cause of the reported event, due to this complaint and other confirmed complaints which may be similar in nature, b. Braun medical inc. Opened corrective action and preventive action ((B)(4) in order to investigate leakage involving ultrasite y-valves. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: blood leaking around first entry port of i.v. Set.